Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece, there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was slightly degraded. There was no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented severe burn marks. The fiber was functionally test and results affirmed the aiming beam was very weak. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed, leading to the reported event. The complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the lithotripsy of ureter procedure for ureteral calculi, the fiber could not work normally in use even the preoperative examination and the debris shield were in good conditions. Due to this, the procedure was completed using another device. There were no patient complications. The device returned and analysis identified an internal connector fracture.